Event description:
Sorin group (B)(4) received a report that the touch screen of the s5 roller pump was inoperable. There was no pt involvement.

Manufacturer narrative:
Pt info was not provided. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This MDR report is being submitted on behalf of the manufacture - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of the customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. This MDR is being submitted beyond the 30 day reporting requirement as it was identified during the retrospective review. The device was returned to sorin group (B)(4) for evaluation. Evaluation of the touch screen found the device was physically damaged. The root cause for the damage could not be determined. No further action is deemed necessary.